Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves at the distal end of a 6f-12f mynx control venous vascular closure device (vcd) were extremely frayed and the plug was prematurely exposed in the tray/packaging. The product was not used, and hemostasis was achieved with another 6f-12f mynx control venous vcd. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU), and there was no damage to the device packaging prior to use. The device was removed from the package by lifting it by the handle of the mynx control venous vcd. The device will be returned for evaluation.